Event description:
Customer received readings all within 10 minutes, from her precision qid, 29 mg/dl, 84 mg/dl, 166 mg/dl. When plotted on the parks error grid, it fell on the "c" zone, and this considered clinically significant. No serious injury was reported.